Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the failure is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
From additional information, it was reported that the device was discovered to have trouble in disassembling instrument while it was attached to the mating prosthesis, post surgery in sterile processing. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was discovered fractured. Attempt for further information has been made, but no further information has been provided.